Event description:
After using the ethicon 1 proximate reloadable linear stapler (model #:30mm tlh30), the physician noted the absence of a staple line. Staple cartridge was examined and there were no staples in the cartridge. Stapler was removed from service and area was sewn with 4-0 vicryl suture.